Manufacturer narrative:
(B)(4). Evaluation summary: cook angled wire loop retrieval device; guide wire: cordis storq; inflation device: cook evaluation of the returned omnilink stent delivery system (sds) noted blood in the guide wire lumen, on the tightly folded balloon and the shaft. This is consistent with the reported information that the device was inserted into the patient anatomy. The stent was not returned, confirming the reported dislodgement; however, there were crimp marks between the markers of the balloon. This suggest that the stent was originally correctly crimped at the time of manufacture. A cine of the procedure was received and reviewed by an abbott clinical specialist. The cine showed a guide wire in the treatment area of the right internal iliac with a dislodged stent proximal to the sds. This is consistent with the reported information. The reviewer commented that due to the reports of calcification in the patient anatomy that the stent dislodgement is likely due to interaction with the calcification. However, this was not evident in the returned cine. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, handling of the stent during preparation for use, interaction with the accessory devices and/or interaction with the lesion/anatomy during advancement. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. A definitive cause for the reported stent dislodgement could not be determined. However, based on the manufacturing records review, there is no indication of a product quality deficiency and all lot release testing met specification. All stent delivery systems are 100% inspected damage during the manufacturing process. Additionally, a sampling of units is destructively tested prior to release to verify proper balloon inflation and deflation.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during a procedure of the calcified, internal iliac artery, the omnilink stent implant dislodged from the balloon before the target lesion. The physician pulled back the stent from the iliac to the groin area using a wire loop retrieval device. The patient was sent to surgery for groin revision and the stent implant was removed from the anatomy. The patient was reported as doing fine. No additional information was provided.

Event description:
Caller reported mobile blood glucose results of 27 mmol/l and 6.5 mmol/l within 10 minutes. Reported a second, separate comparison of blood glucose results of 23.7 mmol/l and 7.3 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.